Event description:
The customer reported seeing a larger than normal number of lows on the abbott htlv assay when using the abbott commander flexible pipetting center (fpc). The customer observed pipetting of the fpc and did not see liquid droplets hanging on the pipette tip. The customer requested a visit from abbot field service. The field service representative (fsr) performed pipette tip threshold, leak and dilution verification tests that all passed specifications. The fsr realigned the fpc pipettor. The customer reported there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.